Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, pain, mobility (2023_1119 and 2023_1120 are same patient).